Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a zelantedvt thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside the device. There was fluid present in the boot. Inspection of the device presented no damage or irregularities. Functional testing was performed by placing the device in the angiojet console. Functional testing showed a leak at the male connector with female luer during prime mode. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or irregularities were identified. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a loss of aspiration occurred. An angiojet® zelantedvt¿ was selected for a deep vein thrombosis thrombectomy procedure in the superficial femoral artery. The device was primed; however issues were noted. While in thrombectomy mode, flush fluid went in the balloon of the catheter and passed out through "divers small holes" and it was noted that the catheter was not aspirating. The procedure was completed with a new device. There were no patient complications and the patient's status is fine.